Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information provided, the cause of the access site bleeding was not determined since the product was not returned.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿

Event description:
A 57 year old female with acute myocardial infarction and cardiogenic shock presented for impella support. During support, a hematoma was noted in the right groin area. Two units of packed red blood cells (prbc) were administered to the patient.